Manufacturer narrative:
Investigation results: device analysis findings: the interlock?-35 device was returned for analysis. Returned components consisted of a rotating hemostasis valve (rhv), the main coil, the introducer sheath, and the delivery wire. Visual and microscopic inspection revealed the main coil was bent and stretched, and the interlocking arm of the coil was detached. The coil dimensions that could be measured were confirmed to be within specification. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. An interlock? -35 embolic coil was selected for use in an embolization procedure for pelvic congestion syndrome (pcs). During the procedure, there was difficulty/inability advancing and retracting the coil. The coil could not be deployed. The coil had to be withdrawn together with the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed the interlocking arm of the coil was detached.